Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been experiencing a prime fill anomaly. He said that three times within the month, the piston will continue to push on the reservoir. During the reservoir and tubing process troubleshooting, the customer stated that he is unable to exit the load reservoir process and said that he is disconnected. His blood glucose was 400 mg/dl at the time of the incident. The customer was advised to select load and to hold it down until the load reservoir process completes. He received complete status with next highlighted on the screen. The customer was advised that the pump needed to be replaced, to discontinue use of the pump and to revert to back-up plan per his doctor¿s orders. The customer declined troubleshooting for his high blood glucose. The insulin pump will be returning for analysis.

Manufacturer narrative:
Not in manufacturing mode. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. No prime anomaly noted. Unit received with minor scratched lcd window and cracked retainer.